Event description:
It was reported that debris came out of the blade mount of the handpiece, which may indicate a leaking condition. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition could not be duplicated. There was no substance found on or within the device. The risk associated with this failure has been addressed. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.